Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted due to the high lactate dehydrogenase (ldh) levels and high power. An echocardiography ramp test performed showed appropriate decompression of the left ventricle and the patient's medication was switched from heparin to bivalirudin. It was noted that the patient had been consistently therapeutic with her international normalized ratio (inr) levels and was on 325mg acetylsalicylic acid (asa). During the admission, aggrenox was administered to the patient and the asa decreased to 81mg. Ldh at the highest was 1090. A heart from a donor became available and the patient was transplanted.